Manufacturer narrative:
A medical review of the information and the treatment data obtained was performed. A large intra-peritoneal volume drain was reported after fill 1 and fill 3. There was no adverse event associated with this large drain volume. The device will be investigated upon its return to the manufacturer and a supplemental report will be submitted upon completion.

Event description:
Pt's mother stated the freedom cycler was used prior without problem. The cycler was set up with no alarms using standard tubing and three 1 liter bags. Then the ccpd treatment was started. After fill 1: 120 ml, pt became "more than fussy, was in pain, color was red, and belly was distended and big." Dwell was bypassed and drain1: 220-230 ml. The pt's mother reported the pt immediately became comfortable and looked better. Mother continued the treatment. Fill 2: 110 ml, drain 2: 140 ml. Fill 3: 110 ml, pt became symptomatic and dwell was bypassed to drain 3: 210 ml. Treatment was stopped on cycler and mother continued with manual exchanges. The remaining fluid in the solution bags were not weighed and the pt's mother stated a lot more fluid was gone form the fluid bag than expected. No alarms occurred. The pt did not have a serious injury and the pt did not require medical intervention.